Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended larger than expected boluses to be delivered. Customer's blood glucose level was 78-264 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.